Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the infusion set for 4-5 days. Tandem clinical support informed customer that wearing the infusion set for 4-5 days, is off label per the user guide. No additional information was provided. No reported impact to the customer¿s blood glucose level.